Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced omental adhesions to the mesh, chronic abdominal pain, chronic pain, and mesh migration. Post-operative patient treatment included revision surgery and mesh removal.